Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error. The customer's blood glucose level was unknown. The customer reported that they were at the pool and getting ready to leave when the insulin pump started alarming. The customer reported that they cannot do anything with the pump even if they had replaced the battery it still showed button error. The customer stated that the time on the insulin pump did not advance. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm and no frozen display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.